Event description:
It was reported that a malfunction alarm identified as malf 24 occurred without any notable events preceding it. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.